Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 2 of 2 submitted for this patient. (Reference 1825034-2016-05453 / 05454).

Event description:
It is reported that the expanding mechanism has failed and will require revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: custom oss angled stem with cps taper, catalog#: cp114903, lot#: 696490; oss reinforced yoke, catalog#: 150493, lot#: 409660; oss rs femoral bushings, catalog#: 161034, lot#: 808810; oss rs axle, catalog#: 161035, lot#: 477320; oss poly tibial bushing, catalog#: 150476, lot#: 177280; oss rs tibial bearing, catalog#: 161094, lot#: 444510. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Reported event was confirmed through product analysis and radiographic inspection. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Analysis of the returned distal femoral assembly revealed damage and wear on the worm screw, especially on the lead thread, and the gear portion exhibited wear scarring. Radiographic insepection revealed loosening of the femoral replacement prosthesis, migration of the femoral nail within the femoral head and a fracture of the femoral head, possibly associated with avascular necrosis. It is likely that the wear on the worm screw and gear caused the implant to collapse slowly over time and radiographic findings could account for limb shortening; however, a conclusive root cause of these events could not be determined. Determined. These types of events are addressed in associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to failure of the expansion mechanism of a custom device and a leg length discrepancy. During the procedure, a non-expandable device was implanted.